Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  Phone number: (B)(6). The device was not returned for analysis as the lens remain implanted in the eye. Therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon implanted a ar40e model intraocular lens(iol) in the patient's right eye, it was noticed that one of the haptics had broken after placing lens into the eye. The haptic was removed but the iol was left in the eye as it was stable. There were no incision enlargement, sutures, or vitrectomy required. There was a delay of one hour in the procedure. No medication was prescribed to the patient. No further information was provided.